Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 1. 400 mg/dl and 120 mg/dl 2. 597 mg/dl and 124 mg/dl sets of readings taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.